Event description:
The device was returned and analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. There is no allegation that the death was device related. Cause of death is reported as lung cancer. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. There is no allegation that the death was device related. This device is part of the advisory for this model. Evaluation summary: testing revealed anomalous atrial and ventricular output conditions. The no atrial and ventricular output conditions were the result of lifted output bond wires. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Therefore the final analysis results indicate the device had no anomalies. Other: drimplantable pulse generator. The device was returned and analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. There is no allegation that the death was device related. Cause of death is reported as lung cancer. Further review of the device memory reports indicate the device was functioning at the time of explant. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specification. No conclusion can be drawn. Other (an appropriate device code cannot be identified).